Manufacturer narrative:
The system is under third party contract, and the issue was not reported to ge oec until 02/26/2009. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that approximately one year ago, the 9800 system locked up prior to a aortic stent placement case. The pt coded prior to the procedure. It was reported the pt died, date unknown and no pt information was given.